Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during setup while the mapping catheter was opened a kink was found near the base. Mapping catheter was replaced to resolve the issue. Additionally, during test cooling a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced without resolve. The electrical umbilical cable was replaced without resolve. Finally the coaxial umbilical cable was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.